Manufacturer narrative:
(B)(4). Concomitant devices - agc v/2 quick release drill bit catalog #: 32-467619 lot #: ni. Report source - foreign: (B)(6). The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2021-01432. Insufficient information.

Event description:
It was reported that during knee arthroplasty, the fluted portion of the drill bit fractured inside the patient's tibia when the surgeon attempted to remove it with a pin puller. In an attempt to retrieve the drill bit, the surgeon utilized another drill bit to push the broken end inwards, however, the second drill bit also fractured. The surgeon determined to leave the broken drill bits in place as they did not interfere with the knee arthroplasty and retrieval presented a greater risk to the patient. Attempts have been made, however, no additional information is available at this time.